Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Reported problem is not clearly defined, therefore, a probable cause can not be determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. D4. Unique identifier (UDI) #:(B)(4).

Manufacturer narrative:
E1: (B)(6) h3 other: device has not been returned investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that the device is not working. There was no patient involvement and no patient harm/adverse event reported.